Event description:
It was reported that the pacing threshold on the right ventricular (rv) lead was chronically high. The pace/sense portion of the lead was capped and replaced and the high voltage/defibrillation portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated the actual longevity was less than 80% of the 99.9% predicted longevity limit. The device met 59% of expected longevity. There were no detected performance issues with the device. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant products: 6947 implantable tachy lead (B)(6) 2009; 4076 implantable pacing lead (B)(6) 2009; 5076 implantable pacing lead (B)(6) 2009. (B)(4).